Event description:
It was reported that this right ventricular lead exhibited loss of capture and high pacing thresholds. Further evaluation of the patient was discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that low amplitude was also observed. Further evaluation of the patient was discussed. This lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field h6: device codes.

Event description:
It was reported that this right ventricular lead exhibited loss of capture and high pacing thresholds. Further evaluation of the patient was discussed. This lead remains in service. No further adverse patient effects were reported.